Manufacturer narrative:
(If other): it was indicated by the customer that the sensor used during the reported event has been discarded; and therefore, could not be returned to masimo for evaluation. If new information is obtained or the product is returned, a follow up report will be submitted. (B)(6):

Event description:
The customer reported while performing a mastectomy psi was 20-21 during intubation, so dr. (B)(6) thought the depth of anesthesia was fine. However, suddenly hr went up. Therefore, he increased dose of remifentanil. After surgery he asked the patient about intubation. She was not suffered from intubation but remembered about intubation. (She did not open her eyes because of muscle relaxant.) He asked possible reason why psi was below 25 even, she remembered this event. No patient impact or consequences were reported.